Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit on the pump. Reportedly, the cartridge was damaged. Customer was able to change cartridge and successfully resume insulin delivery. Customer's blood glucose level was 160 mg/dl.